Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the mid right coronary artery (mrca). After a 2.75x38mm xience sierra drug-eluting stent was successfully implanted, a distal edge dissection was noted. Therefore a 2.75x28mm xience sierra des was deployed to treat the dissected vessel; however, another dissection was noted. Following this the second dissection was treated with a 2.75x15mm xience sierra des, and the procedure was completed. There were no adverse patient sequela nor clinical delay reported. No additional information was provided.